Manufacturer narrative:
This supplemental report is created to correct information initially submitted for: a3a. Sex.

Manufacturer narrative:
H3/h6: from the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the instructions for use (IFU) with the tablo system includes, but are not limited to, other, more serious, complications arising from dialysis, such as hemorrhage, air embolism, acidosis, alkalosis or hemolysis, can cause serious patient injury or death. There is no indication at this time that tablo caused or contributed to this event, however outset has not been able to confirm the causality of the event, as outset have not received confirmation. A review of production records for this unit did not note any manufacturing nonconformances that would contribute to a product.

Event description:
It was reported that the patient passed away due to cardiac arrest, reporter is not sure if it was during or after treatment as the hospital documentation is conflicting from emergency medical technicians (emts). Patient was unconscious from cardiac event, emt dispatched and attempted 40 minutes resuscitation, patient was transported to hospital and remained there until she expired on (B)(6) 2024.